Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI: (B)(4). Reporter phone number invalid, unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator failed oxygen flow accuracy. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 01may2019, date of report : 24may2019. The manufacturer's field service engineer (fse) confirmed the measured oxygen concentration was 94.6% when the setting was 100% during oxygen concentration accuracy testing. It was also determined that the tab to the right side panel locking pin was missing. The fse replaced the flow sensor assembly and added a locking pin to the right side panel. The fse performed overall checks and functional test the device. The returned gas delivery system failed due to air flow sensor caused by a component (u1) drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.